Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if the become available.

Event description:
According to the reporter, during a low anterior resection, they connected the reload to the handle and squeezed the handle for checking the closure of the jaws. Then pulled the black return knob back and tried to open the jaws, however could not at all. Tried over and over again, however the status was same . It was replaced by a new cartridge and connected to handle described above, the jaws were able to open/close normally, the firing was completed with no problem. The status of the patient is no problem.